Event description:
Hip revision surgery due to acetabular cup loosening performed on (B)(6) 2020. The involved cup, as well as the liner, is not manufactured by lima, but the following lima components were explanted during the revision surgery: fem. Modular head - l ø28mm 5010.42.283 lot 1109516. Revision later. Neck h.90mm 7515.15.140 lot 1512973. Previous surgery took place on (B)(6) 2018 (when the stem was implanted, the date when the cup was implanted is unknown). Event happened in italy.

Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the products placed on the market with lot# 1109516 and 1512973. First and only complaint received on these lot#s.the complaint source confirmed that only the acetabular cup (therefore the component not manufactured by lima) was involved in the mobilization. The incident was therefore reclassified as non-reportable because no lima component is suspected to have contributed to the event.

Manufacturer narrative:
By the check of the dhrs, no pre-existing anomaly was found on the products placed on the market with lot# 1109516 and 1512973. First and only complaint received on these lot#s. We will submit a final MDR as soon as the investigation will be completed.

Event description:
Hip revision surgery due to acetabular cup loosening performed on (B)(6) 2020. The involved cup is not manufactured by lima, but the following lima components were explanted during the revision surgery: fem. Modular head - l ø28mm 5010.42.283 lot 1109516; revision later. Neck h.90mm 7515.15.140 lot 1512973. Previous surgery took place on (B)(6) 2018 (when the stem was implanted, the date when the cup was implanted is unknown). Event happened in (B)(6).